Manufacturer narrative:
B5: upon follow up, it was reported that the cause of the event was break in aseptic technique which was further specified as the patient was non-compliant and not doing pd therapy properly. One day after the event onset, the patient was hospitalized and initiated antibiotic treatment for the event. On an unknown date, antibiotic treatment was discontinued. At the time of this report, the patient was recovered from the event and was discharged from being hospitalized. The patient was retrained for proper aseptic technique. H10: this report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was unknown. It was unknown if the patient was hospitalized for the event. On an unreported date, the patient was treated with meropenem injection (1gm, route, frequency and duration were not reported) and vancomycin injection (1gm, every fifth night, route and duration were not reported) for peritonitis. At the time of this report, the patient outcome was unknown. Pd therapy was ongoing. No additional information is available.